Event description:
During a routine preventative maintenance check, the facility's biomed department reported that the unit was found to have high output on coag 6. All other settings were fine. No patient impact.

Manufacturer narrative:
Product analysis #700727913 evaluation process: performed visual inspection on unit per tcl-514-900008. -unit has a dent on the rear of enclosure. -unit has scratches in the enclosure paint. -unit has numbers written on the side of the enclosure with permanent, black marker. Performed baseline functioned testing per tcl-514-900008. -no issues found. Unit delivered correct levels of rf energy in all modes across all energy levels. Specifically (amongst other settings) the unit was configured to deliver 30w of spray coagulation energy to a 500-ohm non-inductive resistor [this corresponds to coagulation setting ¿6¿ on a 3.0s handpiece.] The unit was measured to deliver 30.26w of output power, less than 1% higher than the target output power and well within allowable tolerance of +/- 20%. Root cause: could not confirm complaint of high output power for coag 6 (3.0s handpiece.) The unit delivers output power within 20% of the target values in all modes, across all power levels, in the service department. Dent and scratches on the enclosure are due to rough handling in the field. Numbers (permanent black marker) were written on the enclosure while in the field.

Event description:
During a routine preventative maintenance check, the facility's biomed department reported that the unit was found to have high output on coag 6. All other settings were fine. No patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Method/results/conclusion: product returned and analysis results pending.